Event description:
It was reported that patient was experiencing difficulty charging implantable pulse generator (ipg) due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing difficulty charging implantable pulse generator (ipg). The patient underwent revision procedure. Stimulation was turned on after and patient had good coverage. Old ipg was disposed of by the facility and nothing will be returned. Stimulation was turned on post op and patient was happy.